Manufacturer narrative:
Reported event: an event regarding disassociation involving a metal head mated with an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: the reported device was not returned; however, photographs were provided for review. The photographs shows a recently explanted head component with blood visible on it. There are marks and scratches visible on the head that would be consistent with a component that was in vivo and subsequently explanted. There is otherwise little to remark about the device based on the photographs provided. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot provided. Conclusions: the event could not be confirmed as insufficient information was provided. Additional information, including operative reports, histopathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Lot specific voluntary recall v40 - recall - 2249697-05/07/2018-003r was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
As reported: "patient presented in e.r. With hip pain. Fracture seen on x-ray. Upon surgical approach, head was worn off trunnion. Original surgery in (B)(6). All available information submitted". Rep indicated that patient was revised to a restoration modular stem construct with a 40 -4 head. Update 17/january/2019: rep reported the fracture is a femoral periprosthetic fracture.